Manufacturer narrative:
B5: customer reported a malfunction alarm occurred. H6: code 2892 removed; code 1503 added

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery was unresponsive while charging. Customer's blood glucose was 200 mg/dl. Customer reverted to using an alternate method of insulin therapy.